Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead in segments was returned, analyzed, and the distal conductor had fractured. It was also noted that all conductors had fractured, the proximal conductor had fractured, the distal conductor had blood/body fluid (not obstructed), the outer tubing overlay was melted, and the outer insulation had a cosmetic depression. The analyst noted that the lead appears to have been implanted with a bend in it at the fracture site.

Event description:
It was reported that the patient was in atrial fibrillation with rapid ventricular response. The patient received a shock that was of reduced energy and the short circuit protection of the device withheld further high voltage therapy. The lead had an apparent lead fracture and high impedence measurements. The lead was removed and replaced. No further patient complications were reported as a result of this event.